Manufacturer narrative:
The event unit was returned to applied medical for evaluation; however, the tissue bag was not returned. As the tissue bag was not returned with the event unit, the complainant¿s experience could not be confirmed. It is difficult to determine the exact root cause of the event since the bag was not returned. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: lap cholecystectomy. When it was inserted and the bag deployed, the metal arms came free of the bag. This was during a lap chole and no harm came to the patient. Further information received via email from territory manager on friday, august 9, 2019 - when the bag was deployed the arms sprung open, opened up and the bag fell off. Patient status: patient was unharmed. Type of intervention: none known.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap cholecystectomy. When it was inserted and the bag deployed, the metal arms came free of the bag. This was during a lap chole and no harm came to the patient. Further information received via email from territory manager on friday, august 9, 2019 - when the bag was deployed the arms sprung open, opened up and the bag fell off. Patient status: patient was unharmed. Type of intervention: none known.